Event description:
Hcp reported pt infection was not meningitis. Infection signs and symptoms were fever, redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the device pocket. Cultures were obtained from the device pocket but the type of organism is unk. The pt was treated with IV antibiotics and the total device system was explanted. The infection resolved. The device was explanted but not returned to the MFR for analysis.